Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the sample probe 2 and reagent probe 3 mixers. The customer stated no further issues occurred. The cause of the discordant, falsely depressed cholesterol results is due to the malfunction of the sample probe 2 and sample probe 3 mixers. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed cholesterol results were obtained on patient samples on a dimension vista 1500 instrument. The initial results were not reported out to the physician(s). The customer repeated the same sample on an alternate dimension vista instrument, resulting higher. The customer reported out the repeat results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed cholesterol results.